Event description:
When the stent was deployed, the inflator would not hold any pressure and the balloon did not inflate, it was apparent that the balloon was ruptured. The doctor was able to get the balloon partially inflated using a 3cc syringe. The stent was then fully deployed using a 5mm x 20mm fox balloon.

Manufacturer narrative:
Analysis of the deployed balloon yielded a tear in the distal cone of the balloon measuring approx 3 mm in length. The origin of the tear is unk however, since preparation of the device was successful, it is likely that it may have been caused by either a heavily calcified vessel or by the previously deployed stent in the ostium of the renal artery. Data recorded by quality control prior to the lot being released to finished goods as well as all in-process inspections indicate that all specifications have been met, including minimum burst pressures. Without an understanding of the complications encountered during the procedure as well as any of the equipment used it is difficult to reproduce the exact scenario which occurred in the caster lab and therefore determine root cause. Based on the info provided as well as no issues observed with either the data retained in quality control or the observations recorded, atrium can find no fault with the mfg process.